Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. Pump was not returned for investigation. The cause of the positioning issue resulting in the pump pulling out was use related due to improper technique.

Event description:
The complainant reported a 64-year-old male patient had been implanted with an impella cp for mechanical circulatory support. However, during support, the impella cp came out of position and was completely across the aortic valve. Attempts were made to regain access to the left ventricle, but it was unsuccessful. Therefore, the impella cp was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.